Manufacturer narrative:
Device evaluation: returned device was received with op case front lower left corner cracked. Right plunger case cracked. Evidence of reported problem in event log was found. During the evaluation of the device it was unable to duplicate or repeat customer stated error after multiple test (device is over 10 years old). Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
It was reported that the smiths medical medfusion syringe infusion pump had a "motor not running error". No adverse patient effects were reported.